Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac (cac) adapter / (B)(4)/ model #: 1430de / mfg date: asku (B)(4). Heartware ventricular assist system ¿ controller ac (cac) adapter/ (B)(4)/ model #: 1430de / (B)(4). Heartware ventricular assist system ¿ controller ac (cac) adapter / (B)(4)/ model #: 1430de / (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2015-09-30 mfg date: 2014-09-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2016-11-30 mfg date: 2015-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28 mfg date: 2016-02-28 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28 mfg date: 2016-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, batteries, and controller ac (cac) adapters exhibited power switching. The devices were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that all devices remain in use.

Manufacturer narrative:
Correction: b5, d10, h2: no device not returned corrections for supplemental 001: h10: bat200560 d10, bat211446 d10, bat214227 d10, bat214915 d10 product event summary: three controller ac adapters (cac016408, cac015135, cac011629), four batteries (bat200560, bat211446, bat214227, bat214915) and one controller (con300759) were not returned for evaluation as part of this event. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a premature power-switching event due to a momentary disconnection involving an unknown battery with a serial ID of ¿0¿. The unknown battery with a serial ID of ¿0¿is due to a sealed state. This is an additional finding not related to the reported event and likely due to a communication error between the controller and battery. The sealed state does not impact the normal operation of a battery. As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to a momentary disconnection between the controller and battery. An internal investigation was opened to evaluate momentary disconnections. Additional products: controller ac adapter cac016408 h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter cac015135 h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter cac011629 h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat200560 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat211446 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat214227 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat214915 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5 additional products: battery (B)(4). D10: yes, return date: 2018-07-09 h3: no, device evaluation anticipated, but not yet begun h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery (B)(4). D10: yes, return date: 2018-07-09 h3: no, device evaluation anticipated, but not yet begun h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery (B)(4). D10: yes, return date: 2018-07-09 h3: no, device evaluation anticipated, but not yet begun h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery (B)(4). D10: yes, return date: 2018-07-09 h3: no, device evaluation anticipated, but not yet begun h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two of the controller ac (cac) adapters were not exchanged and remained in use.